Event description:
It was reported that the device was in hardware reset mode. It was noted that the patient was lost to follow-up for 2 years. Battery depletion suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported bvvi was confirmed in the laboratory. The cause of the por was found to be due to normal battery depletion. The cause of the battery depletion was the large volume of high voltage shocks that were delivered to the patient during multiple vt events.